Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up button dome switch. The insulin pump monitored in high temperature for several days and no button error alarm noted. The insulin pump was also received with cracked reservoir tube lip, scratched lcd window, scratched case and scratched keypad overlay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 312 mg/dl. Troubleshooting was not performed. The device was returned for analysis.